Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported we note the leakage of infused solution from the exit site. The catheter is removed and we note its partial breakage a few cm from the exit site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter tubing is confirmed; however, the exact cause is unknown. Two videos of a leaking 5f groshong catheter were returned for evaluation. An initial visual observation showed leakage of fluid from the insertion site during infusion. In one of the videos, the catheter had been retracted to show a split in the catheter tubing near the insertion site. No details of the damage could be discerned. No additional damage could be discerned from the videos. There were no distinguishing features in the returned videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.